Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to right ventricular (rv) impedance measurements of greater than 2000 ohms, noise, oversensing, pacing inhibition, and loss of capture. There was no asystole greater than two seconds. A conductor fracture was suspected. The pacing outputs were increased, then the patient experienced occasional muscle stimulation. No adverse patient effects were reported. The device remains in service.